Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was advanced. Once the was accessed the appendage, thrombus formed on the was. The procedure was aborted. There were no patient complications reported.